Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report# 1627487-2014-12548. Note: the pt received two model 3166 leads from the same lot. It was reported the pt experienced shocking at the lead site. In (B)(6) 2009 the octrode lead was curled. The physician straightened and repositioned the lead. Following the lead revision, the pt did not regain effective stimulation and received unintended stimulation in his ribs. The pt also was still experiencing shocking in his right side as well. The pt stopped using and recharging the system in 2010. The pt wants the system explanted.